Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via follow-up clarified that the previously reported "medical or surgical intervention" was in reference to the medical intervention of the pump function test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via an update from the clinical site indicated that the bolus of 20% intervention previously reported to have been taken on (B)(6) 2019 was actually taken on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0216038939, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 02-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving baclofen via an implantable pump in flex infusion mode. The indication for use was not provided. It was reported that the patient was hospitalized in the neurosurgery department due to an increase in spasticity that did not respond to an increase in baclofen dose. They initially suspected a catheter problem. On (B)(6) 2019, an x-ray was performed and no kink or disconnection was found. On (B)(6) 2019, a pump function [interpreted as a side port aspiration) succeeded quickly and showed slightly bloody moisture with an extremely high protein, it was determined that the catheter was therefore intact and accessible. Immediately after the pump puncture, a priming bolus and increase in daily dose of baclofen (+20%) was programmed and the occlusion in the catheter was removed. The patient¿s spasticity was better/patient did not have spasticity anymore and the outcome was resolved without sequelae as of (B)(6) 2019. The device diagnosis was catheter occlusion. It was indicated that this was probably due to a sub-obstruction of the catheter due to the high protein in the csf. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via follow-up clarified that the previously reported high protein in csf was due to froin syndrome due to sci (spinal cord injury), which was indicated to be probably not related to therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0216038939, implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the exact onset date of the event was unknown but was (B)(6) 2019.